Event description:
It was reported that patient underwent a replacement procedure of his artificial urinary sphincter (aus) due to device stopped working. All components were explanted and replaced. No adverse patient effects.